Event description:
Subsequently, boston scientific received information that this device was explanted for normal battery depletion. No adverse patient effects reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this device triggered elective replacement indicator (eri) associated with a monitoring voltage of 2.56 volts and a charge time of 19.5 seconds. A future replacement procedure has been scheduled. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.